Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a dorsal height adjuster was found to be stripped during a routine inspection. Device review by zimmer biomet spine personnel found the tip to be twisted in a manner consistent with screw removal during surgery. There were no reports of patient or surgical impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: (UDI number) and (method, results, conclusions) - the returned dorsal height adjuster was evaluated. The tip of the device is twisted in a counter-clockwise manner consistent with screw removal. A review of the manufacturing records found no nonconformances or temporary deviations that would have contributed to this failure and the device was likely conforming when it left zimmer biomet's control. As the failure was discovered during inventory inspection, it is difficult to determine the exact cause. Based on the counter-clockwise damage, it is possible that the adjuster was used to remove a screw from hard bone or may have not been fully seated within the screw during use resulting in the tip twisting; however, this cannot be conclusively determined based on the information provided.

Event description:
It was reported that the tip of a dorsal height adjuster was found to be stripped during a routine inspection. Device review by zimmer biomet spine personnel found the tip to be twisted in a manner consistent with screw removal during surgery. There were no reports of patient or surgical impacts associated with this event.